Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump was frozen. Customer had a cortisone shot and her blood glucose as high and the device wasn't working. Troubleshooting for button error alarm was performed. Customer's blood glucose was 155 mg/dl. Customer was working outside prior to the anomaly occurring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.